Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following sets of results within: 10 minutes: 330 mg/dl and 134 mg/dl and 245 mg/dl and 111 mg/dl. Sets of readings were taken at different times. No adverse event reported. Return of suspect device was requested and replacement was sent.